Event description:
Patient ordered to receive ativan drip 4mg/hr with 1mg/5cc ratio. Within 2 hours the bag was dry and the IV pump stated it still had 30cc left to infuse out of the 60cc bag. The pump was secured and sent to biomed for investigation.